Event description:
The customer reported that the unit has multiple error code messages. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Corrected .

Event description:
The customer reported that the unit has multiple error code messages. The biomedical engineer stated that the unit was not in patient use at the time of the reported issue.